Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date of initial surgery? Product code and lot number? On what tissue was the suture placed? What was the tissue condition (normal or thin, calcified, fragile, diseased) at the time of index surgery? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? If yes, please specify. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during after the suture placement or during any treatment/re-operation? Please specify. Other relevant patient factors/comorbidities/concomitant medications? Describe the symptoms/manifestation of reaction? When was the reaction observed first time (# of post-op days)? Was there any testing performed? If yes, results? Was the allergic reaction resolved after steroid eye drops treatment? Was any other medical/surgical intervention required? If yes, please specify. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a bilateral eye muscle surgery on unknown date and the suture was used. The patient experienced a localized reaction over the suture site. The physician opined that the reaction was allergic rather than infectious or pyogenic granuloma. The reaction slowly responded to steroid eye drops. Additional information has been requested.